Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient information was not shown in the station. The technical support specialist (tss) confirmed that the patient was available in the facility search but not on the station. Upon checking, it was found that the station was assigned to an area that did not have a unit. No response was received from the customer. The case was closed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system, the new and existing patients were not showing on the station. The customer stated that nurses were pulling out some medications when the issue started. The customer confirmed that the nurse got the medication from the same station by creating a temporary patient profile, but it caused a delay. The user stated that the delay was about 30 minutes. There were no adverse events or injuries reported based on this event.